Manufacturer narrative:
Diopter: -17.00, (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4, -17.00 diopter implantable collamer lens in patient's right eye on (B)(6) 2011. Decreased vision over time was noted (B)(6) 2014. The lens was explanted and was exchanged for a shorter lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015; ucva was 20/16. See MFR. #2023826-2016-00257 for left eye.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: the reporter indicated that the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -17.0 diopter, in the patient's right eye (od) on (B)(6) 2011. Decreased vision over time was noted on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to refractive change over time. The lens was exchanged for a same length but different diopter lens and the problem was resolved. The product is not manufactured in the u.s. And not marketed in the u.s. (B)(4).